Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: evaluation revealed that the black box starts on (B)(6) 2015. The black box data and histories for the event have been overwritten due to continuous use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to discuss diabetes management issues that had occurred over the past year. The patient had received a new pump on (B)(6) 2013, and the reporter is not implicating any pump. The health care provider made adjustments on (B)(6) 2013. Patient had blood glucose (bg) on (B)(6) 2013 of 457 mg/dl, (mild frequent urination) related to not bolusing enough for the lunch. Patient got home changed out site/set and gave bolus by pump, bg resolved. During the course of the conversation, the reporter mentioned that in (B)(6) 2012, the patient had food poisoning and was taken to the hospital when bg dropped low due to not eating. The hospital diagnosed the food poisoning. Last week, in (B)(6) 2013, the patient had a low bg in the 30 mg/dl range 15-20 minutes after treating; reporter not sure how low the bg had been. Reporter also stated that in 2012, the paramedics were called and the low bg would not register on their monitor. Patient gets incoherent, unable to follow instructions, but never unconscious she gets shaky and belligerent with lows. Reporter treats with juice and icing to get bg back up, then has patient eat breakfast. Reporter has glucagon, but does not use it. Patient reports she walks about 3 miles to school and classes; goes to gym when does not have classes and works out a few hours. Mom reports the low bg mostly occurs about 5:30 a to 7 a. Patient goes to bed about 12 a to 1 a and bg is in the 90¿ to 100¿s mg/dl does not eat a snack. Patient does not hear alarms on pump or alarm clocks, sleeps right through, has to have someone wake her up. When bg started excursions started: last year the patient¿s bg target was 00 to 200¿s mg/dl . Bg at time of this call was 160 mg/dl. Customer support (cs) review found no issues with pump, supplies, sites, or technique. Cs advised mom to discuss with hcp when to use the glucagon, that patient could choke on the food if incoherent and fighting the caregiver, and to discuss with dietitian how to eat for exercise. Advised them to discuss with educator things that patient might do to be able to wake up. Advised mom pump with cgm or pump and cgm is not going to work if patient does not hear the alarms. Advise patient if bg ok during the day, the pump is delivering as set and to discuss protocol with hcp for bg elevations. Advised patient it has been adequately determined the pump is delivering appropriately, that the past events are not related to the pump but to increased activities and possibly stress, and to report bg excursions to hcp for adjustments. There is no indication of pump malfunction. The hyperglycemic episode on (B)(6) 2013 can be attributed to the patient¿s incorrect bolus at lunch. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.